Manufacturer narrative:
Date sent to the FDA: 3/1/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/13/2021. Additional b5 narrative: it was reported that the patient experienced adhesions and pain following surgery.

Manufacturer narrative:
Date sent to the FDA: 02/24/2021. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted some extrusion of the mesh into the peritoneal cavity. This part of the mesh was excised using scissors to eliminate the protrusion. It was reported that the patient experienced an unknown event. No additional information was provided.